Event description:
After 3 children I knew that the risk of me having any more children was high, so my husband and I decided we were done having babies. Three short months after delivery on (B)(6) 2013, I went to my obgyn who had sold me on this brand new device essure; no surgery, virtually no pain and we would be in and out within 15-20 minutes. For months, I did countless hours of research looking for the bad in essure and I could not find anything. Once in the small office procedure room I was laid on the table and doc said alright let's begin. He inserts the "duck bill" as every woman calls them and then I hear him say ohh your uterus is tilted, I then felt a horrific pinch, burn and sting he had to clamp my cervix open and tilt my uterus up. I had taken 2 motrins before the visit because I was told it was just some cramping. I was not prepped for what came next he inserted the camera and the essure placement device and I screamed so loudly that my husband who was in the waiting room across the doctor's office could hear me. It felt like a million knives stabbing me over and over like ice fire rushing through my right side. Excruciating. The left side was a little breezier not near as much pain still very uncomfortable. So we are finished and I immediately start bleeding not the spotting they prep you for but bleeding. The next few days, I am cramping and really sore and having to take tylenol and motrin together every 30 to 45 minutes. On (B)(6), I am still bleeding like a period and it has not stopped and every time I move I feel a pinching stabbing pain on my right side. I have noticed a very dull back pain down my spine that is constant never letting up and I call my doctor. The nurses always tell me that the pain and bleeding is normal that I will go back to being me in a couple of weeks. By (B)(6), I am either at work or I am at home curled in a ball on my bed I don't have the energy, I don't have the strength, and I haven't stopped bleeding. I have lost all sense of happiness, I am severely depressed, where as just a month before I was outside playing with my kiddos enjoy life and having a ball my life was complete then all of a sudden something happened and it shattered. What has...

Event description:
Additional information received on 05/14/2014: my doctor finally decided we could do a lavh instead my insurance had other plans, they said no. So we decided we would do laparoscopic exploratory to "see" what was going on. My fallopian tubes were 5 times the "normal" size and the physician had to perform a bilateral salpingectomy. I had 7 pounds of scar tissue removed from the build up from the pet fiber of essure, I also was informed that the little coil trying to perforate my right tube is what was causing the stabbing knife like pain in my body for six months prior. I was released just 6-7 hours after surgery and on the way home I leaned over and started bawling. I cried because for the first time in six months I had no pain! Imagine that after having a laparoscopic surgery I was crying because no pain, but just a week prior I was bawling in a curled up ball in my bed from the pain from essure.